Event description:
It was reported that difficulty removing a balloon and a shaft break occurred. The 75% stenosed target lesion was located in the mildly calcified left main artery. A 4.00 x 20mm synergy megatron was advanced and deployed in the left main artery. After deployment, post dilation was performed in the proximal part of the stent. It was noted that the balloon was inflated two times, once for inflation and once for optimization. Each time, the balloon was inflated above 16 atmospheres for 10 seconds. Post dilation, the balloon was unable to be removed. The delivery system was pulled hard and the shaft ruptured above the balloon. Everything was removed successfully, including the guidewire. It was noted that the cause of the difficulty removing the balloon was likely due to over inflating the balloon and the balloon not deflating properly, despite several attempts to deflate the balloon. No patient complications resulted in relation to this event and the patient was reported to fully recovered post procedure. It was later reported that the pressure used for stent deployment was around 20 to 26 bars. Post dilation was performed using the original synergy megatron stent balloon. It was confirmed under angio that all contrast had left the balloon before attempting to pull back the balloon. The balloon was difficult to remove from the guide catheter, but was not totally out of the stent. It was noted that the difficulty was encountered from the proximal part of the stent to the tip of the guide catheter. It was additionally noted that there was no visible catheter tip prolapse. The deflation time was not counted, but was waited for what seemed to be long enough. It was noted that there was an attempt to deflate the balloon many times before attempting to pull the balloon again. Force was used when attempting to pull out the balloon when difficulty was encountered withdrawing. The shaft broke between 5 to 10 cm from the balloon. It was noted that a non bsc guide catheter was used during the procedure. No patient complications were reported in relation to this event. It was later reported that the synergy megatron stent was fully deployed. It was noted that the device was removed by pulling everything out. The device was separated. The balloon itself was stuck on the guidewire and the rest of the balloon was already pulled out. No patient complications were reported in relation to this event.

Event description:
It was reported that difficulty removing a balloon and a shaft break occurred. The 75% stenosed target lesion was located in the mildly calcified left main artery. A 4.00 x 20mm synergy megatron was advanced and deployed in the left main artery. After deployment, post dilation was performed in the proximal part of the stent. It was noted that the balloon was inflated two times, once for inflation and once for optimization. Each time, the balloon was inflated above 16 atmospheres for 10 seconds. Post dilation, the balloon was unable to be removed. The delivery system was pulled hard and the shaft ruptured above the balloon. Everything was removed successfully, including the guidewire. It was noted that the cause of the difficulty removing the balloon was likely due to over inflating the balloon and the balloon not deflating properly, despite several attempts to deflate the balloon. No patient complications resulted in relation to this event and the patient was reported to fully recovered post procedure. It was later reported that the pressure used for stent deployment was around 20 to 26 bars. Post dilation was performed using the original synergy megatron stent balloon. It was confirmed under angio that all contrast had left the balloon before attempting to pull back the balloon. The balloon was difficult to remove from the guide catheter, but was not totally out of the stent. It was noted that the difficulty was encountered from the proximal part of the stent to the tip of the guide catheter. It was additionally noted that there was no visible catheter tip prolapse. The deflation time was not counted, but was waited for what seemed to be long enough. It was noted that there was an attempt to deflate the balloon many times before attempting to pull the balloon again. Force was used when attempting to pull out the balloon when difficulty was encountered withdrawing. The shaft broke between 5 to 10 cm from the balloon. It was noted that a non bsc guide catheter was used during the procedure. No patient complications were reported in relation to this event.

Event description:
It was reported that difficulty removing a balloon and a shaft break occurred. The 75% stenosed target lesion was located in the mildly calcified left main artery. A 4.00 x 20mm synergy megatron was advanced and deployed in the left main artery. After deployment, post dilation was performed in the proximal part of the stent. It was noted that the balloon was inflated two times, once for inflation and once for optimization. Each time, the balloon was inflated above 16 atmospheres for 10 seconds. Post dilation, the balloon was unable to be removed. The delivery system was pulled hard and the shaft ruptured above the balloon. Everything was removed successfully, including the guidewire. It was noted that the cause of the difficulty removing the balloon was likely due to over inflating the balloon and the balloon not deflating properly, despite several attempts to deflate the balloon. No patient complications resulted in relation to this event and the patient was reported to fully recovered post procedure.